Manufacturer narrative:
The patient's weight 93.2 kg. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device could not cut the polyp. The snare was securely attached to the active cord and no visible problems noted with the cautery pins. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e3: the patient's weight 93.2 kg. Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results a captivator small oval stiff snare was received for analysis. Visual analysis of the device noted that no problems were found. The active cord was carefully inspected and no problems were found. Dimensional test was performed, and the device passed. Electrical test was also performed and the device passed, indicating a proper connection. No other problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. Device analysis found no problems with the device during visual, dimensional, and continuity testing. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device could not cut the polyp. The snare was securely attached to the active cord and no visible problems noted with the cautery pins. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.